Event description:
The right femoral/external iliac was dissected during vascular access for placement of the excluder bifurcated endoprosthesis. An excluder iliac extender endoprosthesis was utilized to successfully repair the dissection, however blood loss sustained following the dissection required transfusion.